Event description:
A malfunction was reported on the pump, which displayed an error code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The issue did not recur, and the customer was advised to continue using the pump but to contact support if the malfunction happens again.